Event description:
It was reported that the patient experienced a loss of therapeutic effect which began in (B)(6) 2011. The patient met with her healthcare professional (hcp) where they put a "contraption" up to her that showed lead damage, specifically that of the "15 leads, 5 were disconnected or not connected." There was no known incident or accident associated with the event but it was noted the patient did go to a chiropractor where she instructed them not to touch her lower back. The patient also stated that she had massages in a "(B)(6) massage chair" but had stopped using that. She also reported walks, stretches, and uses an elliptical and weights at the gym but did not have any jarring movements. It was noted that the company representative "got rid of program 4" from her ins system. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient no longer used her device. It was noted that a patient had a massaging chair and was told it was ok to use, and a year and a half later ¿her leads were dead.¿ the reporter stated that the patient was told the device would last for about 10 years. It was noted that the patient went into the office to have the device turned off.

Manufacturer narrative:
Lead: model 3093-28, lot# v557763, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing a loss of therapeutic effect. The reporter stated that all of the electrodes in her back were "dead and that none of them worked." It was stated that the patient would only get up once a night. The reporter then stated that the patient went to her health care professional (hcp) in (B)(6) 2011 because, the patient "felt like her device was not working." At that time, it was reported that only 4 of the electrodes were working. It was stated that there were no known falls or traumas associated with the event. It was also stated that the patient saw her hcp (B)(6) 2012 because, she was not getting relief. It was noted that when the patient switched from program 2 to program 3, she got an "electric, painful jolt." It was also noted at this visit that "all the electrodes were dead." It was stated that the patient believed her high power massage chair broke the leads in her back. It was stated by the hcp that the chair would not cause the patient any issues. The patient had a diagnostic ultrasound of the neck performed instead of a magnetic resonance imaging. The reason for the ultrasound was unknown. It was noted that the patient increased the stimulation too high and it caused her foot to bend, so stimulation was lowered. It was also noted that the patient was afraid to have surgery to remove the device.

Manufacturer narrative:
(B)(4).